Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 3: reference MFR. Report: 1627487-2017-02842 and 16271487-2017-02844. It was reported the patient developed an infection at the pocket site and midline incision. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted. Cultures were taken and were (B)(6) for (B)(6).